Event description:
It was reported that the patient presented to the hospital due to low high voltage lead impedance. No electrical anomalies were detected. Lead evaluation was recommended. It was also noted that the patient was lost to follow-up for 3 years. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.